Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device identified that the tip of the device was damaged. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A stent strut on the first distal row was raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The outer diameter of the stent area where no damage was present measured within specifications. The lumen was kinked at 4 mm distal to the port. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The 90% stenosed lesion was located in the severely tortuous, mildly calcified left anterior descending artery. The lesion was predilated and the 2.25x16mm promus element stent delivery system was advanced, but was unable to cross the lesion due to the vessel tortuosity. The procedure was completed with another of the same device. There were no reported patient complications and the patient status was stable. However, return device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.